Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by a health care professional that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 594 mg/dl at the time of the incident. The customer was at 324 mg/dl after the high incident. The caller did not mention how they treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The health care professional and the customer believe the pump was not working, as it did not lower their blood glucose after boluses. Troubleshooting was not completed. The customer did not receive any occlusion or delivery alarms. The insulin pump will not be returned for analysis. Unomed set.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. The insulin flow blocked alarm functioning properly. Device received with the audio alert functioning properly. No audio alert anomaly noted. Device alarmed pump error 63 alarm during self test and confirmed in the device history due to broken pin 6 trace on keypad assembly. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).